Event description:
The customer contact reported the patient received more medication than intended. At 2003, line b of the pump was programmed to deliver heparin 25000u/250ml at a rate of 17ml/hr and the delivery was started. No further programming parameters were provided. At 2137 while the nurse was in the patient's room responding to an unspecified device alarm, it was noted that the heparin container was empty. The patient was reportedly asymptomatic; however, the rapid response team was called. The patient was transferred to the intensive care unit and stat coagulation labs was drawn. The patient was treated with protamine sulfate 50mg. The patient responded and after an unspecified length of time, underwent a previously scheduled surgery. There were no reported adverse patient sequelae. The device was removed from clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was printed at the user facility. The pump history indicates that in 2007 at 7:03pm, line b of the pump was programmed with no drug selected to deliver in the concurrent mode at a rate of 17ml/hr with a vtbi of 240ml and the delivery was started. At 7:25pm, the pump alarmed for prox air b, backprime. At 7:26pm, the alarm was silenced. At 7:28pm, the pump alarmed infuser idle 2 minutes and the alarm was silenced. Between 7:30pm and 7:41pm, the pump alarmed infuser idle 2 minutes four times and the alarms were silenced. At 7:43pm, the pump was backprimed and the delivery was resumed. At 7:46pm, the pump alarmed prox air b, backprime and the alarm was silenced. At 7:48pm, the pump alarmed infuser idle 2 minutes and the alarm was silenced. Between 7:50pm and 8:20pm, the pump alarmed infuser idle 2 minutes fourteen times and the alarms was silenced each time. At 8:22pm, the pump was backprimed. At 8:23pm, the pump was turned off.